Event description:
It was reported that the bd¿ ultrasafe x100l png clear secure tab did not activate. The following information was provided by the initial reporter: it was reported that the patient pushed the plunger rod but the ultrasafe unable to activate.

Manufacturer narrative:
H.6. Investigation summary: confirmed.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 0154545 . D.4. Medical device expiration date: 31-may-2025. H.4. Device manufacture date: 02-jun-2020. D.4. Medical device lot #: 0198464. D.4. Medical device expiration date: 30-jun-2025. H.4. Device manufacture date: 16-jul-2020.

Event description:
It was reported that the bd¿ ultrasafe x100l png clear secure tab did not activate. The following information was provided by the initial reporter: it was reported that the patient pushed the plunger rod but the ultrasafe unable to activate.